Event description:
It was reported from the affiliate that the cordcutter device handle was broken. During an in-house engineering evaluation, it was determined that the device would not cut/dull. No patient harm or case delay. Case was completed with another j&j part.

Manufacturer narrative:
Investigation summary: according to the information provided, it was reported that the cord cutter is not functioning, and the handle is broken. Visual observations revealed that the device had some marks of wear as usual on these types of reusable devices. The inner shaft was removed, and some scratches were found; also, the edge of the cutter was found slightly dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole, and it was difficult to cut the suture; it felt a resistance when actioned the trigger. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.